Event description:
Percutaneous transluminal coronary angioplasty was performed in the right coronary artery. Linnear dissection was noted and another co's 3.5 stent was placed successfully at the site. Ptca of the distal right coronary artery was performed with adequate results. An angiogram identified a dissection and possible thrombus just distal to the stent. Multiple attempts at crossing the stent were made with 3.0 and 3.5 balloons, all unsuccessful. A 2.0/20 mm balloon with a traverse wire crossed stent & inflation resulted in a rupture. A 3.5 ace balloon crossed without difficulty and two successful inflations were made. A second guidewire was placed across without difficulty and repeat inflations with a 3.5/20 mm noncompliant balloon were performed without difficulty, however, unable to pull the balloon back. After multiple inflations, deflations and placing negative pressure on the balloon, and even advancing the guide catheter through the stent and over the entire balloon except the distal portion, the balloon could not be removed from the proximal right coronary artery. The pt was subsequently sent for cardiopulmonary bypass.